Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00129. It was reported that the patient began to demonstrate redness at the lead site as a result of the method used for removal of medical tape; following the patient's trial implant procedure removal.

Event description:
Related MFR reference number 3006705815-2019-00129.